Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photo was provided. The photo shows an up-close view of the dialyzer and there appears to be blood within the dialyzer, on the outside of the fibers. During the lot history review it was noted that there were three other complaints reported against the lot. Two complaints address an external leak (no sample). These are not related to the current event. One complaint addresses an internal leak (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. There is no recall associated with this complaint. Therefore, the complaint is not confirmed.

Event description:
A user facility teaching coordinator reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. It was unknown how long into treatment the leak occurred. It was unknown if the hemodialysis machine presented with an alarm. It was unknown if blood test strips were used or if there was any defect or damage noted on the dialyzer. It was unknown if there was any patient injury, adverse event, or medical intervention, or if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. It was reported the sample is not available to be returned to the manufacturer for evaluation. A photo was provided for the investigation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility teaching coordinator reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. It was unknown how long into treatment the leak occurred. It was unknown if the hemodialysis machine presented with an alarm. It was unknown if blood test strips were used or if there was any defect or damage noted on the dialyzer. It was unknown if there was any patient injury, adverse event, or medical intervention, or if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. It was reported the sample is not available to be returned to the manufacturer for evaluation. A photo was provided for the investigation. Additional information was requested, however to date has not been provided.